Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2138-50, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to high impedances in the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted linear leads were discarded by the medical facility.